Event description:
A distributor from france reported that the customer's device had a cracked or shattered touchscreen, rendering the touchscreen non-functional. The blood glucose level was reported as 140 mg/dl, which is within the normal range. A replacement pump was provided to ensure uninterrupted insulin delivery while the original pump is expected to be returned for further examination.